Event description:
Patient called because they received a letter related to their prior call. Patient said they had broken their shoulder recently, so dealing with their implantable neurostimulator (ins) got put aside. Patient said the letter was asking them what was the cause of their ins not working right. Patient had not met with their hcp or reps regarding therapy functionality since the prior call, so they did not know how to answer the question, since they didn't know if the ins was functional at all right now. Agent reviewed information and redirected patient to request their hcp schedule an appointment with rep to assess their implant and try reprogramming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the pt would like to get their programming reprogram because they did not know if it was working right or not. They did not know how to adjust their settings. When agent asked for event date pt said a couple months ago because they went to the hospital and they needed to have an MRI and they did something to the pts gadget but it not working right. During call stimulation was on and pt was on group c. Pt increased intensity on program 1 from 3.3 to 4.7 and felt tingling in legs. Pt increased program 2 intensity from 3.1 to 4.2. Pt increased program 3 intensity to 3.4. Pt increased program 4 intensity from 3.1 to 4.4. Pt will monitor issue and if they did not feel relief they will try using group a and b.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.